Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter stated they received a discrepant result for one patient tested with coaguchek xs meter serial number (B)(4). At 11:01 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.9 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using neoplastine reagent on a stago analyzer, resulting with a value of 3.39 inr. The patient's testing frequency is once per week.

Manufacturer narrative:
The customer returned strips for investigation. The returned test strips were measured with a retention meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.6 inr qc 2: 2.6 inr qc 3: 2.6 inr the maximum difference between measurements was (B)(4). The obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d10 and h3 have been updated.